Manufacturer narrative:
E1: (B)(6) name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 80215453

Event description:
It was reported that the patient faced an infusion set/cannula falling off due to cream, sweat, and water at the beach on (B)(6) 2026, resulting in high blood glucose. The infusion set was changed, and an insulin injection was administered.